Manufacturer narrative:
A2) patient age - mean age 65±15 years. A3a) patient sex - 200 were male and 70 were female. A4) patient weight - the body mass index was 27.0± 5.3. A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus no product investigation was performed. H6) per IFU, pulmonary embolism and death are listed as potential adverse events with use of the glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 20oct2023) ¿octogenarian patients and laser-assisted lead extraction: should we put a limit?¿. The study retrospectively aimed to analyze octogenarian patients who underwent laser-assisted lead extraction. A total of 270 patients (an octogenarian group and non-octogenarian group) were enrolled in the study between september 2013 and january 2020. All extractions were sequentially performed with spectranetics glidelight laser sheaths. Procedural complications included 1 perforation of the superior vena cava (svc) requiring a sternotomy and 1 pulmonary embolism (MDR #3007284006-2026-00236). Additionally, 1 patient had vegetation on the tricuspid valve which embolized in the lungs causing a pulmonary embolism, resulting in death . Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 20oct2023 has been used, the date of publication. Al-maisary s, romano g, karck m, de simone r, kremer j, arif r (2023) octogenarian patients and laser-assisted lead extraction: should we put a limit? Plos one 18(10): e0284802. Https://doi.org/10.1371/journal.pone.0284802 this report captures the death that occurred after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.